Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported thumb advancer deployment not being able to be completed and elongated exchange sheath were confirmed as the analysis of the device revealed that the leaves of the garage tube carved into the exchange sheath and flex-guide at multiple positions causing the exchange sheath to tear, which resulted in resistance and prevention of further thumb advancer deployment. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was felt, the exchange sheath did not split completely, and the exchange sheath appeared to have elongated. The safety release was activated releasing the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.